Event description:
Jjis delivery system would not advance on wire. Physician noted abnormal coating on the wire. There have been no reports of injury related to this event. The device is being returned for analysis.